Event description:
It was reported that this pacemaker experienced a minute ventilation (mv) sensor disable due to signal artifact monitor (sam). Technical services (ts) was consulted and explained that external noise was noted. The device remains in service. No adverse patient effects were reported.